Event description:
A 3.0mm diameter by 30mm length s7 stent delivery system was inserted to treat a totally occluded right coronary artery. The calcified lesion was pre-dilated with a 2.5mm by 20mm ptca balloon. It was not possible for the stent delivery system to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon when the stent was pulled into the guide catheter. The undeployed stent was successfully snared and the case was completed with the deployment of two s7 stents. The pt was reported fine post procedure and there are no additional clinical sequelae reported relative to the event. The lesion not being 1:1 pre-dilated likely contributed to the device not crossing the lesion. The instructions for removal of an undeployed stent were not followed, when the stent delivery system was pulled into the guide catheter while it was engaged in the coronary artery.